Event description:
While ptca was being done on small artery, wire tip broke. Was not identified until final picture taken. Md decided not to remove due to being so far distal. Pt and family made aware by md. Note: per md, it was the pt graphix extra support wire that broke.